Event description:
It was reported that, "the surgeon felt that the pt's weight played a role in the pt's implant subsiding. The pt was revised. The sales rep was only able to obtain original op notes and the pre op notes from this revision. The surgeon refuses to supply further info including x-rays."

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.